Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the all key of insulin pump was failed. The customer¿s blood glucose was unknown. Customer also stated that the pump replacement time too long. The device will be returned for analysis.